Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-01642. Related manufacturer reference number:3006705815-2021-01643. It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned. During the procedure, it was noted that one of the leads had fractured; however, the patient was not programmed on that lead and was receiving effective therapy post-operatively. Surgical intervention may be undertaken at a later date to address the fractured lead. It is unknown which lead is fractured; therefore both leads will be reported.